Event description:
Attempting to remove a colon polyp with a boston scientific, 10mm cold snare. After insertion through scope, attempted to open snare and it would not open. Removed snare: it would not open once out of scope and patience inserted another snare, same type, it would not open with three tries, eventually opened on fourth try with force.